Event description:
It was reported that while using this swan ganz catheter the physician stated that he had a patient who developed a fever from the catheter. The initial reporter stated that she would like to know the chemical composition of the swan so that the patient can be tested for allergy and they can avoid the use of swan for those patients. This patient developed a fever every time he had a swan catheter inserted. The patient was in the hospital for 3 months and the swan was tested on him 4 times in the period of 3 months, where he developed a fever every time. All the infectious work-up is negative. There was no allegation made against the functionality of the swan and all 4 catheters were discarded. Patient demographics were requested but not available.

Manufacturer narrative:
The device was not returned for evaluation. The devices were discarded by the hospital staff. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.